Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient complained stimulation was not helping with pain. There were no applicable environmental factors. Multiple reprogramming was performed. The battery was discharged. The issue was resolved with explant on (B)(6) 2018. The customer refused return. No further complications were reported.